Event description:
A siemens technical application specialist (tas) was at the customer site and discovered that the customer had run patient samples for luteinizing hormone (lh) while the adjustment had an elevated intercept and the level 1 quality control (qc) was out of range low, on an immulite 2000 xpi system. The tas informed the customer that patient results may have been affected. The customer stated that no results had been questioned by the physician(s). The customer did not repeat any patient samples. There are no known reports of patient intervention or adverse health consequences due to lh results being reported to physician(s) after being run while the adjustment had an elevated intercept and the level 1 (qc) was out of range low.

Manufacturer narrative:
The tas explained the proper adjustment guidelines to the customer. After the adjustment, the level 1 qc was out of range and levels 2 and 3 were biased low. The customer adjusted on a later date and level 1 qc was out of range. The customer performed a readjustment and all levels of qc came into range. The cause of patient results for lh being reported to physician(s) while the adjustment had an elevated intercept and the level 1 (qc) was out of range low was a user error. The instrument is performing according to specifications. No further evaluation of this device is required.